Manufacturer narrative:
Initial reporters last name is unknown. Siemens completed the technical investigation of the reported event. The high voltage warning labels were in place and the service engineer was well-trained. Training records were reviewed. There were no general design issues identified. This event is considered a singular service accident.

Event description:
It was reported to siemens that a siemens customer service engineer sustained an electrical shock to the left hand while performing service on the somatom sensation 64/sensation cardiac system. The engineer was shocked while performing work on the slip ring system. The shock resulted in minor numbness to the left two fingers of his left hand. The engineer did not require medical intervention and the event did not result in permanent injury. This event is being reported with an abundance of caution.